Event description:
The patient called to report that they received a shock and afterwards had also heard beeping on occasion. It was further reported from information obtained from follow-up that the shock was due to t-wave oversensing of the right ventricular lead. A programming change was made for the lead and the lead remains in use. No further patient complications have been reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.